Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. During the procedure, a small piece of plastic fractured from the broach handle. Half of the plastic piece was retrieved from the surgical site. The other half of the fractured piece could not be located.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.user facility forwarded report (B)(4) on (B)(6), 2011 with event details.